Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received therapy for a ventricular tachycardia (vt) episode. Review of the episode showed anti-tachycardia pacing (atp) had been delivered which appeared to accelerate the rhythm. Subsequent shocks successfully converted the arrhythmia. No additional adverse patient effects were reported.